Event description:
The customer reported that the system displayed a 'filament regulator error' and was intermittently unable to perform fluoroscopy x-ray unless the system was rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.